Event description:
In early 2009, it was initially reported that an adjustable valve changed settings. A week later, it was reported that the valve was explanted three days after the original date.

Manufacturer narrative:
In early 2009, it was reported that the valve was discarded at the hospital, therefore, the device has not been returned to the manufacturer.